Event description:
It was reported to nevro that a patient in the (B)(6) experienced shocking sensations when the ipg was turned on. The ipg was explanted.

Manufacturer narrative:
The returned device was thoroughly analyzed. Visual inspection under x-rays did not find any abnormalities; the electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. Current leakage was tested and measured under simulated implant condition. The charging performance was evaluated for different distances between the ipg and the charger coil; the results showed an acceptable efficiency. This test allowed us to determine if a poor charging efficiency could generate an unusual high temperature which may contributed to the shocking sensation that the patient had experienced. We did not find any device malfunctions. Hermeticity control was also tested and the device had maintained its seal integrity. The analysis did not find any issues with the returned device. The investigation concluded that the ipg was functioning to specifications. The patient received a replacement implant and the report indicated no issue with the new ipg.